Manufacturer narrative:
The suction irrigator instrument was returned and failure analysis found the instrument had the distal tip broken. The broken distal tip was attached to the dislodged inner lumen coil. No material appeared to be missing and the pieces that broke off were still attached to the snake wrist on the instrument. Failure analysis found a secondary failure of dislodged inner lumen which was caused by the broken grip tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the suction irrigator instrument was broken. Per the reporter, no fragment fell inside the patient. The customer replaced the suction irrigator instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.